Event description:
It was reported that prior to use the cs100 intra-aortic balloon pump (iabp) would not start. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: h6 (component codes, health effect ¿ impact codes).

Event description:
It was reported that before use the cs100 intra-aortic balloon pump (iabp) would not start. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the issue. The solenoid valve control circuit board was replaced for cross comparison but the issue continued. The fse replaced the power supply and the iabp functioned normally. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) would not start. There was no patient involvement, and no adverse event reported.